Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed and it was determined that there were no issues with the freestyle libre 2 application that would have led to the complaint. The customer reported unexpected high glucose alarm when using the freestyle libre 2 application. Attempted to replicate the customer's complaint using a similar configuration (samsung galaxy s20 fe 5g, android 13, 2.7.2.7077) and was able to successfully receive glucose readings and alarm notification. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s20 fe phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, clammy skin, and headache. The customer had contact with a healthcare professional (hcp) who provided insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.